Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert. In addition, it was reported that multiple temperature alarms occurred while the battery was charging. Customer continued to use the pump for insulin therapy. Customer's blood glucose level was 144 mg/dl.